Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported as an in-patient at the hospital when it was discovered that there was noise oversensed by the right atrial lead. The device was reprogrammed to address the oversensing, and there were no patient consequences.